Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available , and we are not able to determine the root cause of this event.

Event description:
Clinical trial. Same case as MFR# 6000089-2007-01384. It was reported that post index procedure, the patient had a myocardial infarction (mi), stent thrombosis (st) and a target vessel revascularization (tvr). The patient presented to the index procedure with angina. The target lesion was located in the prox circumflex (cx) with 95% stenosis and was 18 mm long with a reference vessel diameter of 2.3 mm. The target lesion was treated with pre-dilatation and a 2.25 x 24 mm taxus liberte stent was implanted. Post-dilatation was performed with 0% residual stenosis. The patient had a non-target lesion located in the distal right coronary artery (rca) also. The lesion was 2.5 mm wide, 40 mm long, and 95% stenosed. The lesion was stented with 2 taxus express2 stents: a 2.5 x 24 mm as well as a 2.75 x 28 mm. Clinical angiographic success was reported in the treatment of the non-target lesion. The patient was discharged one day later on protocol doses of aspirin and plavix. On day 620, the patient presented with chest pain. ECG revealed 4 mm st elevation in the inferior leads with reciprocal changes in the precordium. The patient was treated with aspirin and nitroglycerin. He developed bradycardia and hypotension and was transferred for cardiac catheterization. It was noted that the patient stopped plavix in 2006. The catheterization report noted "cardiogenic shock with bradycardia and simultaneous occlusion of the cx and rca, representing in-stent thrombosis." The patient underwent balloon angioplasty in the prox cx and timi 3 flow was established with a 0% residual stenosis in the area of the thrombosis. The patient continued to experience chest pain and st elevation. He then underwent aspiration thrombectomy in the rca and balloon angioplasty. Timi 3 flow in the distal rca was established with a 0% residual stenosis. The postero-lateral aspect of the rca remained diffusely diseased at 50% or greater. There was also a 100% stenosis in the prox cx with the presence of thrombus. The patient was started on heparin and abciximab. An intra-aortic balloon pump was inserted after his hypertension did not respond to dopamine and phenylephrine hydrochloride. A temporary transvenous pacemaker was placed as treatment for persistent symptomatic bradycardia which was refractory to atropine treatment. The persistent hypotension was thought to be possibly related to the administration of tadalafil and nitroglycerin which was noted in the catheterization report. The intra-aortic balloon pump and dopamine were discontinued the next day. The patient was discharged 2 days later on aspirin and plavix. In the opinion of the physician, there is a possible relationship between the events and the stents. In 2007, the clinical events committee confirmed all events as well as a possible relationship between the events and the stents.